Event description:
The surgeon swapped out the poly component of a previous makoplasty unicondylar knee replacement surgery. The surgeon stated that this revision is unrelated to mako. This surgery was to excise a suprapatellar hematoma. He stated that he wanted to exchange the poly only because ha had access to the joint.

Manufacturer narrative:
Some surgeons choose to exchange the poly component during routine procedures unrelated to the original makoplasty event. This has been seen most commonly with surgeons opening the joint to perform and I & d procedure to remove or proactively treat infection. No other incidents were reported from this case related to the implants. The surgeon most likely chose to exchange the poly to prevent any debris or possible infectious materials on it. A poly exchange is a relatively easy procedure which is why a lot of surgeons do it when they already have the joint exposed for other reasons.